Event description:
It was reported that the patient was admitted to the hospital due to multiple shocks. The right ventricular (rv) lead noted increased impedance. A patient alert was triggered for high impedance, oversensing, and episodes of ventricular tachycardia or ventricular fibrillation. The lead trends showed increased impedance and r-waves slowly decreased over time. There was no rv pacing lead impedance on one day. The physician discovered a little damage on the silicone near the sleeve and suspected a lead fracture. The lead was partially explanted due to inability to fully extract the lead without having to put the patient at risk. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid and cosmetic environmental stress cracking. The outer insulation had cosmetic depression. Performance data was collected from the device and analyzed. One patient alert for right ventricular pace lead impedance greater than 3000 ohms on (B)(4) 2012. Daily pace impedance log data shows a spike increase for ventricular pace equal to 488 to 16382 ohms peak between (B)(4) 2012 and (B)(4) 2012, then returning to a baseline of 496 ohms on (B)(4) 2012. Ventricular short interval count equal to 3185.7 counts average per day in 4.82 days, between (B)(4) 2012 and (B)(4) 2012.